Event description:
The event is associated with a leak during infusion of a chemotherapy drug. A 250ml reservoir bag leaked when a tear occurred at the tubing-to-bag junction. The event occurred during routine treatment of a pt. The tear caused a leak of approx 100ml of 5fu onto the pt. There is no report of injury to the pt.